Event description:
It was reported that this patient received an inappropriate shock due to a change in morphology which resulted in oversensing. Morphology changes were observed in clinic with the patient at rest. Automatic setup was performed again and it was noted that primary had less variability but failed due to r-waves being too large. Secondary was the only vector that passed. Review of the results was requested by technical services. A boston scientific (bsc) technical services (ts) consultant agreed with the assessment of primary vector; however, it is suspected that primary vector may be ok as it did not appear that data was provided to evaluate the other signals. A subsequent session file that captured all of the sense vectors was received and reviewed. A bsc engineer reviewed the morphologies in all vectors and provided analysis and programming and troubleshooting recommendations. The bsc local area representative will discuss with clinic. The system remains in service and no adverse patient effects were reported.